Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.